Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the issue was possibly related as determined by study team and data safety and monitoring board. The participant was taking a fast fat burning supplement resulting in high levels of amphetamines. However, they did not know the effect of the long-term epidural stimulation. The patient was admitted to the ICU and currently in rehab with speech deficits and right side moto deficits. The event remains ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received that the patient had a hemorrhagic stroke requiring inpatient hospitalization. On (B)(6) 2021, the participant's wife contacted the investigator, stating that the participant had sustained a stroke on the morning of (B)(6) 2021. The participant was in the ICU at (B)(6) hospital. The investigator contacted the study neurosurgeon, who was able to discuss the case with the medical team at (B)(6) hospital. The participant had sustained a hemorrhagic stroke on the left hemisphere leading to aphasia and lack of motor movement on right side. The hemorrhage was described as large left to right shift, located primarily in basal ganglia, with intraventricular extension requiring an external ventricular drainage. He reportedly had severe high blood pressure with systolic in 190's. Toxicology of the urine indicated presence of amphetamines. Upon further discussion with the participant's wife, she indicated that the participant had started taking an unknown fast fat burning supplement. The hcp communicated with the participant's wife later in the day and she confirmed that the participant had taken the supplement around 8:00 or 8:30 friday morning. Further discussion indicated that the participant used his stimulator periodically and his blood pressure was always maintained within normal range. His wife reported that she does not think he had used the stimulator on friday morning but did not know for sure. The participant was last in the laboratory on (B)(6) 2021. He performed a functional neurophysiological assessment with and without epidural stimulation. His voluntary configurations were checked during and after the experiment. Blood pressure was monitored before and after and no medical issues were evident. (B)(6) 2021 - norton physicians updated the surgeon that the participant's exam and CT are both stable. The participant is not on a ventilator. We originally deemed the event as ¿unlikely related to the study¿ because the physicians treating the stroke, along with the study neurosurgeon, communicated verbally that their view was the event was caused by the participant taking amphetamines. Further, the individual¿s epidural stimulator has been implanted for over nine years with ongoing stimulation. His wife reported verbally to the hcp on (B)(6) 2021 that his blood pressures have been within normative limits during stimulation he did at home. It does not appear that he was using the stimulator just prior to the event because the wife stated she did not believe he was using it, the controller required for stimulation was not within his reach, and it was not reported active upon hospitalization. We submitted the adverse event to the irb on (B)(6) 2021 because of the seriousness of the medical event. We also sent the report to the dsmb committee lead safety monitor per their guidelines to submit all medical events that require hospitalization regardless of relatedness to the study for his review. They provided a response that we submitted to the irb on (B)(6) 2021. The dsmb chair recommended a categorization of 'possibly related' due to our inability to communicate with the research participant and confirm he was not stimulating immediately prior to the event. Further, they communicated that it is uncertain if this supplement could have accentuated the stimulator response for any stim sessions he was performing leading up to the event. We now designate this event as 'possibly related.' The dsmb also strongly agreed with the study team's notification of the local irb and FDA due to the severity of the event even though he is no longer an active study participant but is participating in long-term follow-up. Further, the dsmb chair commented that the FDA can consider the device but also the supplement for investigation since he did test positive (per report) for amphetamine at (B)(6) hospital and we are told the physicians there believe the amphetamine is responsible for the intracerebral hemorrhage. The dsmb committee requested that we obtain the records from this hospitalization when available to confirm the amphetamine result and documentation on etiology of the hemorrhagic stroke. The hcp will reach out to the participant's wife to request authorization to obtain the medical records. We will submit these records to the dsmb and irb when they are available. We contacted the FDA ide contact (assistant director physical medicine acute injury devices team) for guidance on reporting to the FDA and she is going to research this situation and communicate our requirements for reporting. On (B)(6) 2021, she responded indicating we needed to complete an FDA medwatch 3500a form and report the event to the FDA. We will forward this communication both to the dsmb committee and irb upon submission. The individual is not enrolled in a study, however because he has chosen to keep the epidural stimulator we continue with long-term follow-up for mc-pp-1. When communication is feasible with the research participant, we will instruct him to no longer use the epidural stimulator and we will retrieve the home controller. The event was unresolved at this time.